Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. After walking at the mall for an hour she drank a whole bottle of juice since the cgm showed low; the reading then went to 66 mg/dl. She sat in her car and had something to eat. She went to the store to get something else and before she got in her car her reading was at 95 mg/dl. As soon as she pulled into traffic, she had an accident and hit another car. She stated this was because she was dizzy and could not see and function. Someone called an ambulance, she was taken to the hospital, and her bg meter at that time was 29 mg/dl. Emergency medical services (ems) gave her an unspecified injection to bring her sugar up and she ate her lunch. On her phone app the cgm showed 326 mg/dl but a fingerstick check by the nurse showed 197 mg/dl. She was sent home the same day and at the time of the report she was at home resting. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.